Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of claim and medical records, it was stated that the patient was revised to address metallosis and implant loosening. Revision notes reported an extensive amount of metallosis and a lot of cancellous bone loss. The stem was well fixed distally but loose proximally. A bone window was performed in the distal femur and flexible osteotomes were used to loosen the distal portion of the stem. There was also a lot of bone loss within the superior axis of the cup; a cup cutter was used to remove it. There was very little bone loss from the cup removal but there was a lot of osteolysis in the peri-prosthetic region of the acetabulum (right hip).